Event description:
It was reported by the patient that four days after implant the implantable cardiac monitor ¿popped out¿ of their chest. The patient taped the device to their chest thinking that it is able to collect data. The device will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).